Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately six (6) months post initial procedure, a suprarenal aneurysm and stenosis at the sealing rings were detected per routine follow-up CT; during the initial implant, this aneurysm was not present at pre- and post-CT, and the device deployment was uneventful. The physician plans to treat the patient by implanting a palmaz (non-endologix) stent, but re-intervention has not been scheduled. The patient is reportedly stable and there have been no additional patient sequelae reported.